Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-02583. It was reported the patient is not receiving pain relief on the right side. The patient stated she has experienced two falls within the last 4 months. Diagnostic testing revealed high impedance values on multiple lead contacts. Repositioning the patient and reprogramming did not resolve the issue. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 3: reference MFR. Report#: 3006705815-2018-02583, reference MFR. Report#: 1627487-2018-11232. Follow-up information revealed the patient underwent an explorative revision procedure on (B)(6) 2018, to determine the cause of high impedances values. The ipg pocket was opened and the 9-16 header port was loosened, and the lead was re-positioned, which cleared the impedance issue. It was noted the physician could see through the header that the contacts were not aligned, and appeared to be too far into the header. No devices were implanted or explanted. Reportedly, effective therapy resumed post-operatively,